Event description:
It was reported that a patient in the hospital experienced an allergic reaction to the dressing that was used to cover a large open wound to the sternum. The dressing remained in place for approximately three days and when removed, blisters had formed to the periwound skin directly where the dressing was located. The product was discontinued and the surgeon prescribed silvadene applied daily.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details has been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).